Event description:
During cardiac cath procedure, md inserted guidewire to cross lesion in previously stented vessel. Wire hung in stent struts, md unable to remove. Several attempts to retrieve with snares, wire fractured. Pt had to undergo cardiothoracic surgery.